Event description:
It was reported that the customer was hospitalized due to high blood glucose of 408 mg/dl. It was stated that the customer was experiencing high glucose for the past four days. The mother stated she is at work and was notified that the customer was hospitalized. It was stated that the customer was vomiting, and had signs of having ketones. The mother stated that it is fine to troubleshoot with one of the doctors or nurses at the hospital where the child is at. The mother mentioned that the customer is inserted in his buttocks and the sites are rotated. The caller also stated that she has changed everything for the last four days, and the customer's glucose reading still remaining high. The customer called back to troubleshoot the device. The time, date, and settings were correct. Assisted the customer to run the fixed prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to complete testing. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.